Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited a residual whitish foreign material found inside the air, water tube and the air/water cylinder, and a stain on the inside of the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer reported that the device was reprocessed before it was returned. No further detail was provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device instructions for use document was reviewed. Regarding the material found in the air/water cylinder and tube: review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. Regarding the material found at the light guide lens: review showed relevant instruction related to detection of the issue in chapter 3.3 inspection of the endoscope. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. However, it is possible that the foreign material may not have been removed because reprocessing could not be conducted properly due to the leakage from the biopsy channel. Olympus will continue to monitor field performance for this device.